Event description:
Reportedly, the connection date is different on the screen of the smartview connect and on the smartview website. In addition, no communication is allowed, despite troubleshooting attempts.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as normal functioning was observed. Analysis of the extracted expertise files revealed several errors consistent with an intermittent network coverage, which prevented the update of the last communication date and led to the observed communication error. Based on available data, no anomaly is suspected with the smartview connect.

Event description:
Reportedly, the connection date is different on the screen of the smartview connect and on the smartview website. In addition, no communication is allowed, despite troubleshooting attempts.